Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported poor phacoemulsification power during a cataract procedure. The system and handpiece were exchanged to complete the case. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The company representative determined a user issue with the phaco handpieces. No handpieces were isolated and examined for this reason. However, the system was tested and found to meet product specifications. The system was manufactured on may 28, 2014. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be established. (B)(4).